Event description:
Patients in imaging recovery undergo a procedure where the rns and other caregivers use a bard access systems powerpicc hf catheter with sherlock 3cg tip positioning system (tps) stylet ref 1385118q, ih #32037879. There is a bad lot # reju3499. It leaks during use.